Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found no damages with the marathon hub; however, what appears to be dried contrast was found within the hub. No bends or kinks were found with the marathon catheter body. However, the marathon micro catheter body exhibited with evidence of catheter stretching within the distal floppy segment. The marathon distal marker band/tip were found to be separated from the floppy segment. The separated marathon distal marker/tip was not returned. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The marathon distal marker band/tip was found separated. The tubing material at the broken end exhibited with plastic deformation which indicates that the marker band dislodged as the tensile strength of the tubing material was exceeded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon marker band was missing and thought to have been left in the patient. The patient was undergoing surgery for tumor embolus with the internal carotid artery as the access vessel with a diameter of approximately 5mm. It was reported that the guiding catheter was placed in the internal carotid artery, and the marathon catheter was attempted to be delivered via the tenor 1014. When the marathon came out of the guiding catheter, the marker was not found and the possibility of fracture was suspected. The device was removed, and the part left in the patient's body could not be confirmed. No additional surgical or medical procedures had been performed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms were reported as a result of this event. Ancillary devices include a tenor 1014 guidewire.